Manufacturer narrative:
A ge service rep performed an onsite investigation. A complete filament calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the sys displayed an x-ray disabled error. This error will prevent the sys from performing fluoroscopy. There is no report of injury or death associated with the event described in this complaint.